Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At approx 1050, the pump was programmed for pain management therapy, to deliver dilaudid with a concentration of 0.2 mg/dl, in the continuous + bolus mode, at a continuous rate of 0.1 mg/hr, a 0.4 mg loading dose, a 0.2 mg bolus dose with a 10 minute bolus lock out, no dose limit, a 10 mg container size and the delivery was started. At approx 100, it was noted that the pump was continuing to deliver the loading dose. The pump display indicated that a 2.0 mg loading dose was delivered instead of the intended 0.4mg loading dose. The nurse disconnected the tubing set and assessed the pt. The pt's vital signs were monitored and remained stable. The physician was notified. There were no adverse pt effects. No medical interventions were required. The pump was removed from clinical service. At 1205 after the pt was transferred to another unit, the therapy was resumed using a replacement pump. Upon review of the pump event history by the customer contact, it was noted that the device was programmed to deliver a loading dose of 4.0 mg instead of the intended 0.4 mg. Though requested, no additional info was provided.